Event description:
It was reported that a progressive increase in stimulation threshold and pacing impedance were noted. Externalized conductors observed via fluoroscopy. Patient follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.